Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a purple picture. There were no reports of patient harm.

Event description:
It was reported that during a therapeutic gastrointestinal procedure, the video telescope displayed a purple picture. The procedure was successfully completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information has been received, and the b3 and b5 sections have been updated accordingly to reflect these changes. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the cover glass of the charged couple device section is broken and therefore the image quality is poor. A root cause could not be identified. Based on the results of the final investigation finding there was no clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.